Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented remotely with an alert for a ventricular tachycardia (vt) episode. The electrogram (egm) showed fast conducted atrial fibrillation (af), appropriately diagnosed at first, then re-classified as vt. This was treated with anti-tachycardia pacing (atp). Then, vfta was inappropriately triggered and led to inappropriate atp and inappropriate ventricular fibrillation (vf) shock. The patient was seen in clinic and programming changes were made to restore normal parameters. There were no patient consequences.